Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the user was seen a few weeks ago ((B)(6) 2023), it was noted that the tympanic membranes on both sides are retracted and on the right side the tympanic membrane is adherent to the electrode array at the fossa incudi. An extrusion of the electrode array can't be excluded. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. This is expected as reimplantation surgery was performed because the electrode was exposed through the retracted tympanic membrane. No electrode extrusion could be confirmed. The retracted tympanic membrane is thought to be secondary to this patient's surgical history. This is a final report.

Event description:
When the user was seen a few weeks prior (B)(6) 2023), it was noted that the tympanic membranes on both sides were retracted and on the right side the tympanic membrane was adherent to the electrode array at the fossa incudi. An extrusion of the electrode array couldn't be excluded. The user has been re-implanted on (B)(6) 2023.